Manufacturer narrative:
The distributor called in stating they needed a new therapy board as the one they have is faulty. A quote was submitted to the customer for a new therapy board, the quote has still not been approved. The customer has been provided pricing and part number information. Device remains at customer site.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Customer did not provide serial number.

Event description:
It was reported to philips that the device has a faulty therapy board. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.